Manufacturer narrative:
Complete contact person name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that after insertion, the intra-aortic balloon (iab) could not be flushed. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Additional information: device available for eval? No. Type of investigation: device discarded. Reference complaint #(B)(4).